Manufacturer narrative:
(B)(4) (popping noise). The pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that the pt heard an intermittent "popping sound" coming from the pump. The pt was still receiving adequate therapy from the implanted device, despite the noise that was noted. There were no pump alarms present. The sound was later heard by the hcp and the staff in the operating room at the pump explant procedure until the volume of medication was removed from the pump reservoir (5ml); the popping sound then ceased. The pt did not experienced symptoms. The pump was replaced and the actual residual volume was 5.0ml and the expected residual amount was 3.3ml which was within normal limits. The pt was reported to be "doing well" and recovered with out sequela. The medication being delivered via the device system was morphine.